Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b3: date of event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction lamp lighting failure occurred, due to faulty convertor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source had an error code e103 and the lamp was burnt out and did not work even after replacement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found an e103 error code and the lamp did not light up. Additional findings are as follows; high brightness mode does not work, and there was damage to the covering of the emergency light harness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.